Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. The patient experienced sensor inaccuracy that resulted in both low and high CGM readings on 07/03/2026. During this time, the patient developed vomiting. Concerned about the reported glucose fluctuations, the parent performed a fingerstick blood glucose (FSBG) test, which showed a reading of 119 mg/dL; however, the CGM continued to display a low glucose reading. Due to the vomiting and concerns regarding the glucose readings, the patient was taken to the Emergency Department (ED). While in the ED, an additional fingerstick blood glucose (FSBG) test was performed, but the reporter could not recall the result because their attention was focused on the patient¿s condition. The patient was treated with dextrose-containing fluids, insulin, and potassium. The reporter stated that the patient remained in the ED for less than 24 hours. At the time of the report, the patient was doing better, had no ongoing symptoms, and was not experiencing any issues related to the sensor. The reported glucose values fall within the B zone of the Parkes Error Grid. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.